Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the ventricular leadless pacemaker (lp) was found in backup mode. No additional information was provided.

Event description:
New information received indicated the patient initially presented in clinic for follow-up. The patient was in stable condition throughout.

Event description:
New information received indicated the ventricular leadless pacemaker (lp) was able to be restored.